Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 followed by a se 2367 alarm, which occurred on the homechoice (hc) during use, during drain 1. The home patient (hp) was disconnected and when she reconnected, the alarm sounded. The hp had already cycled power to get se 2367. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2011 and she said the patient did not mention this alarm to her. She would discuss the alarm with the patient the next time she sees her. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was patient disconnected from set/use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.